Event description:
It was reported that continuous glucose monitor displayed error message while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not reappear after reset, and then successfully started new sensor session.